Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Pqe investigated the freestyle libre 2 complaint and determined that there were no issues with the libre 2 application that would have led to the complaint. The customer reported missing high or low alarms. Pqe was able to successfully receive high and low glucose alarms using a similar configuration and was not able to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with mobile application (samsung galaxy s20, android os: 13, application v. 2.8.4.9335). The customer reported that the low glucose alarm failed to sound when glucose was low, and the customer required treatment of glucose nasal spray by spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device, with use with mobile application (samsung galaxy s20, android os: 13, application v. 2.8.4.9335). The customer reported that the low glucose alarm failed to sound when glucose was low, and the customer required treatment of glucose nasal spray by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.